Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead that showed as atrial blanking. It was noted the p waves were variable. It was further reported there was a ra lead position check failure. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.